Manufacturer narrative:
Batch review performed on 18-dec-2023. Lot 1901536: (B)(4) items manufactured and released on 22-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 years and 1 month after primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.